Event description:
A customer reported to baxter (B)(4) of an administration set in which the inlet tubing separated from the chamber during an administration. There was patient involvement; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An actual unit was returned at the plant for evaluation. The sample was visually checked and the tube was separated from the chamber ; hence the sample's analysis confirmed the reported defect. The cause of this condition was attributed to the inadequate bonding by the operator during the assembly. This report was communicated to involved personnel to ensure awareness. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. As required by the manufacturing procedures, for each produced finished code and pre-assembled components, statistical sampling and checks, control the quality of full-assembled sets at every stage of the manufacturing processes. The sampling and test results confirm that the batches complied with the required quality characteristics as defined in the procedure. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.